Event description:
The micro sagittal saw was sent in for eval due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. The corrosion built-up on the dynamic components can cause the mechanism to run poorly and produce heat.